Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 7 years remaining to 4.5 years remaining in the span of 2 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches and tool marks. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 7 years remaining to 4.5 years remaining in the span of 2 years. The physician is expecting to perform a device replacement this year. Additional information was received indicating that this device was explanted and replaced. This device was returned. No additional adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 7 years remaining to 4.5 years remaining in the span of 2 years. The physician is expecting to perform a device replacement this year. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 7 years remaining to 4.5 years remaining in the span of 2 years. The physician is expecting to perform a device replacement this year. Additional information was received indicating that this device was explanted and replaced. This device is expected to return. No additional adverse patient effects were reported.